Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, the right atrial lead exhibited low pacing impedance and noise. The physician capped and replaced the lead on (B)(6) 2023. No patient consequences were noted throughout the procedure.